Manufacturer narrative:
It was reported that the angioguard filter could not be loaded into the delivery sheath. There is no additional information regarding patient, lesion or procedural characteristics regarding this event. This product was returned for evaluation and testing. The analysis revealed scraped ptfe coating present in the exposed region of the core wire shaft and proximal of the deployment sheath. The scraped coating proximal of the deployment sheath appears consistent with the application of the torque device. There is no additional information regarding patient, lesion or procedural characteristics regarding this event. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by device interaction and procedural factors and is not related to a product quality issue. The product was returned for evaluation and testing. As received, the specimen does not present any obvious indications of manufacturing defect or anomaly. Except where noted, the specimen device and sheath appear visually and dimensionally correct. Approximately 7.50cm of core wire shaft is exposed through the side of the deployment/delivery sheath along the tear-away pre-score line 26.0 to 34.5cm from the distal end of the sheath. The deployment/delivery sheath presents no other defects or anomalies beyond those. Scraped ptfe coating is present in the exposed region of the core wire shaft and proximal of the deployment sheath. The scraped coating proximal of the deployment sheath appears consistent with the application of the torque device. The damage to the sheath appears consistent with having been incurred during "docking" of the ecgw filter assembly during preparation. The results of the functional testing and the interpretation of the complaint suggest procedural factors impacted on the event as reported. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.

Event description:
The original report from the affiliate states that the angioguard filter could not be loaded into the delivery sheath. No additional information was provided. The product was returned for evaluation and testing. The analysis revealed scraped ptfe coating present in the exposed region of the core wire shaft and proximal of the deployment sheath. The scraped coating proximal of the deployment sheath appears consistent with the application of the torque device. This information makes the complaint reportable under the medical device reporting guidelines.